Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced and the power connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system shut down without command during a case. There was no patient injury or death reported.